Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse noted that there was evidence of a spill in the ise compartment and the reagent delivery tubes to the d pot were not connected. When the mixer head was removed the tubing fell out. Issues were noted in the reference electrode as well. Black specks were noted floating inside the electrode bowl. The customer reported seeing intermittently potassium flyers. The fse addressed the multiple problems and the ise calibrated after repairs and cleaning. The fse monitored the ise and noted there were still intermittently errors. The fse noted a rare bubble in the reference solution tubing. The fse ordered the part and replaced the valve to resolve the issue. The customer continued having issues so the fse returned to the customer and was informed that ise patient results were running low. Evaluation of the ise system found the ise mix motor was not working. The fse replaced the motor and the ise started operating correctly. Fse also confirmed that the previously noted spill had no impact on the failed mixer motor. Location of spill precluded this as a possibility. The fse primed and recalibrated the ise four times with no issues. Qc was performed twice with acceptable recovery. Fse determined the system was meeting performance specifications. The manufacturer reference number for this event is (B)(4).

Event description:
A customer reported having ise system failures on their au640 instrument. Calibrations would fail and qc would also fail if calibrations passed. There were no patient results impacted by the issue.